Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one fluoroscopic image was provided for review. The image shows contrast leaking from the port/catheter junction. Therefore the investigation is confirmed for the reported fluid leak issue. However, the investigation is inconclusive for the reported aspiration and fracture issues as provided evidence was not sufficient enough to confirm the reported fracture and aspiration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and thirteen days post a port placement, the catheter allegedly had leakage. It was further reported that aspiration was allegedly not smooth and the port was allegedly found to be fractured. The port was removed and needs to be replaced. There was no reported patient injury.

Event description:
It was reported that four months and thirteen days post a port placement, the catheter allegedly had a leakage. It was further reported that aspiration was allegedly not smooth and the port was allegedly found to be fractured. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one fluoroscopic image was provided for review. The image shows contrast leaking from the port/catheter junction. Therefore, the investigation is confirmed for the reported fluid leak issue. However, the investigation is inconclusive for the reported aspiration and fracture issues as provided evidence was not sufficient enough to confirm the reported fracture and aspiration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a port placement procedure using powerport isp MRI 6cf int w sp, att, sl. It was reported that four months and thirteen days post a port placement, the catheter allegedly had a leakage. It was further reported that aspiration was allegedly not smooth, and the port was allegedly found to be fractured. The port was removed and replaced. There was no reported patient injury.